Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that there was a loudspeaker error on the device and no sound coming from the loudspeaker. There was no patient involvement.